Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted to treat an abdominal aortic aneurysm. It was reported that the patient presented emergently to ER with a ruptured aaa. The CT did not show an endoleak but a intermittent type ia endoleak was considered. Aaa measures were 54x49mm with a significant amount of blood in the retroperitoneum. The device was placed at the lowest left renal artery therefore a cuff was not added. No type ia endoleak could be seen on angiogram however the physician decided to implant 10 endoanchors. There was no type ib either however the right limb had seal for 3cm but there was still 3cm to the hypo and it decided to extended the limb. It was reported there was adequate seal but the physician wanted to maximize coverage. After the groin was closed, the patient lost the pulse in his right groin and leg. Thrombectomy was attempted several times without any clot being removed. Patient had doppler signals in both feet at the end of the case and as of this morning. Per physician, the patient is doing well and continues to have pulses in both feet. It was reported the patient returned to operating room around a week later for angiogram and CT scan showed new thrombus formation in the body of the graft. The physician commented that some loose thrombus may have been knocked when the endoanchors were implanted. This cannot be confirmed as the patient also had thrombus throughout the distal descending thoracic aorta. It was said a reliant balloon was used in the body of the graft and the left limb with good results. Final angiogram looked good and the pressure gradient in both groins was the same as the right arm. The physician was reportedly happy with the results. As per physician, the cause of this event cannot be determined. No additional clinical sequelae were reported and the patient is fine.